Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that the ipg had slightly moved and it sits at the belt line causing pain. The patient underwent a pocket revision procedure wherein the ipg was replaced and the pocket was relocated laterally down in the patient¿s right buttocks. No device malfunction was suspected. The patient was doing well postoperatively.